Event description:
A patient family member/user of the fmc device called tech support stating that the patient had pain and encountered drain complication alarms during drain 2 of 5. Patient had drained 295ml out of 2,500ml. Wife called 911 paramedics per patient's wish. Patient was disconnected and taken to the hospital. Admission diagnosis was peritonitis. Tech support called the wife who stated that the patient was admitted to the hospital for peritonitis and said the physician stated that the pain was due to the peritonitis.

Manufacturer narrative:
Per the fresenius medical care clinica evaluation pharmacovigilance physician: the event of peritonitis is unlikely related to the liberty cycler. There were no reports of any fluid leaks. The device has been returned for further evaluation. Peritonitis in a patient undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination. No treatment sheets available for review. The liberty cycler was returned for evaluation. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. Per fresenius medical care pharmacovigilance physician the patient was admitted to the hospital due to peritonitis. The cycler alarms that occurred during the hospitalization were due to the fibrin. No info was obtained to suggest that the event was related to the cycler. There is no info that there was contact between the dialysis solution and the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.